Event description:
Patient with a long history of complications related to her bilateral breast reconstruction. She presents with a ruptured right saline implant that occurred approximately eight weeks ago and grade 3 capsular contraction on the left. She specifically states that she wants her right implant replaced and her left implant lowered to improve her inferior pole projection. Her poor symmetry does not particularly bother her.